Event description:
It was reported that (1) device was used during a video assisted thoracic surgery. It was reported by the affiliate that the tsb45 instrument was fired and bleeding from the staple line was observed. It seems the staples malformed. The surgeon put some overstitches to stop the bleeding. The device was discarded.